Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a farawave catheter was selected for use, catheter was introduced into patient, and the user realized that a permanent flushing was not possible as the flushing was occluded. Thus, the catheter was removed out of the sheath, and it was noted that the deployment also changed as compared to preparation as a full deployment into flower was not possible. The catheter could at most deploy to basket. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no outer abnormalities. A guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the basket and flower configurations. Flushing through the irrigation port was tested. No obstruction was observed, and irrigation was functional in all catheter deployment states. The reported event was not confirmed via product analysis. A2: age at time of event, unit of measure - age, sex, gender, weight, unit of measure - weight - updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter email- updated.

Event description:
It was reported that during a pulmonary vein isolation procedure, a farawave catheter was selected for use, catheter was introduced into patient, and the user realized that a permanent flushing was not possible as the flushing was occluded. Thus, the catheter was removed out of the sheath, and it was noted that the deployment also changed as compared to preparation as a full deployment into flower was not possible. The catheter could at most deploy to basket. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter was returned for analysis.